Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of around 30 (mg/dl). As the customer was seizing, the contact assisted with administering a glucagon shot to treat the low bg. Reportedly, the customer's healthcare provider (hcp) alleged that the pump was delivering multiple bolus requests when the customer only initiated one dosage. Review of pump data logs verified that the customer delivered bolus requests in 5 unit increments without entering bg or carbohydrates values. Additionally, the customer does not have high/low bg reminders programmed on the pump settings. The customer acknowledged the information, and verified hcp consulted with customer to ensure pump was being used properly.